Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon inserted the kidney shaped balloon into retroperitoneal space and began inflating. Upon removal of the trocar tip, the sleeve was also removed and the balloon was detached from the trocar. It remained in the patient and was recovered. There was no patient injury.